Event description:
It was reported that post a coronary stenting treatment procedure, the patient expired. The target lesion being treated was in the left anterior descending (lad) artery. The patient presented with acute myocardial infarction with disease in the lad. A predilation was performed with a 2.5x8mm unknown balloon at 10 atms for 35 seconds. The physician deployed a 2.5x12mm promus element plus stent at 7 atms for 20 seconds and a perforation occurred. A 2.5x20mm non-bsc balloon was used and the patient was taken to the intensive care unit (ICU). The patient expired few days later. The cause of death is unknown.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).